Event description:
It was reported that the customer had excessive no delivery alarms occur with their insulin pump. Customer's blood glucose level was reported at 326 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.